Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer continued receiving occlusion alarms after a change in infusion set types. Supply changes were performed each time an occlusion alarm was received in order to resolve the occlusion alarms. The customer's blood glucose (bg) level ranged between 250-400mg/dl and manual injections were administered to address the bg levels. During a follow-up, it was reported the customer was no longer experiencing occlusion alarms. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.